Event description:
Customer reported that he has an air bubble in the reservoir. Blood glucose value is 107 mg/dl. Customer stated that the bubbles are very small and then over time they come together and form a bigger bubble. Customer stated the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. Customer changed the reservoir and was not having issues with the current one. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.